Manufacturer narrative:
H3: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there were no additional issues, the wrench from the lead kit was used to ensure the screw was tightened and the audible click was heard. The click was heard immediately confirming he set screw was set. This proved the wrench did tighten the screw, but for unknown reasons did not click. Cause/contributing factors were unknown.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, lot# unknown serial#, product type accessory. : other relevant device(s) are: product ID: neu_wrench_acc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was being implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the manufacturer representative (rep) that when they attempted to torque the setscrew of the micro ins onto the lead, the wrench did not make a clicking noise. The rep noted they'd applied tension to the lead and that the lead was retained. The rep stated they also checked impedances and everything was within the normal range. The health care professional (hcp) indicated that the handle of the wrench never seemed to spin without turning the hex key portion of the wrench (as the handle would turn if the wrench were limiting the torque). Technical services (tss) had the caller use the wrench from the lead kit and attempt to tighten the setscrew. The caller confirmed that the wrench from the lead kit was clicking as expected. It was noted that the wrench that did not click had been in the ins kit. It was also noted by tss that during the call, the rep had indicated that the implant case had been difficult.  Tss noted that they were not able to clarify what about the case had been difficult while troubleshooting or if the call had just been referring to the issue with the wrench. There were no patient symptoms reported. The troubleshooting steps that were taken on the call resolved the issue.